Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated due to difficulty charging the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred the day the device was revised.